Manufacturer narrative:
Additional information provided in sections d.9., h.3., h.6., and h.11. The company representative was able to replicate the reported ¿tray arm being stuck.¿ as a result, the tray arm was replaced to address this issue. However, the reported ¿vacuum issue¿ was not replicated and therefore, remains inconclusive. The system was tested and found to meet product specifications. A non-conformance-based review of the serial number was performed and did not reveal any potential contributing factors to the reported complaint. A manufacturing device history record (DHR) review was performed prior to product release to ensure that the product was manufactured in compliance with the device master record. Based on the assessment, the product met release criteria. A review for ¿complaints reported against this serial number¿ was performed. The relevant complaint found was reviewed as part of this investigation, which meet specifications. The root cause of the reported ¿stuck tray arm¿ is attributed to nonconforming tray arm. The root cause of the reported ¿vacuum issue¿ remains inconclusive. Manufacturer will continue to monitor data for evidence of adverse trending and take further action, as appropriate. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The manufacturer internal reference number is: (B)(4).

Event description:
A customer reported that the ophthalmic console had vacuum issue and try arm got stuck. The procedure and patient details have not been provided. Additional information has been requested and none received to date.